Manufacturer narrative:
Ventec was able to make immediate contact with the patient's caregiver and provided troubleshooting assistance over the phone. The caregiver removed the patient from the vocsn and provided ventilation manually via an ambu bag while troubleshooting the device. The caregiver was then able to perform a hard reset of the device which resolved the reported issue. The caregiver confirmed that the device was operating at expected, that the touchscreen was responsive and that the settings appeared accurate. The patient was then placed back on to vocsn. The caregiver advised that she had no further questions or concerns. The device was not returned to ventec for evaluation. The cause of the report issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the touchscreen on the device had locked-up and become unresponsive. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Additionally, the initial reporter was not provided with the device's serial number.